Event description:
A malfunction was reported where the pump did not charge. The customer's blood glucose level was 190 mg/dl, which is within the normal range. No additional information was received regarding the outcome of the event, and the pump is no longer under warranty.